Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, watertightness was not maintained due to holes in the curved rubber, the curved rubber had fallen off and was missing adhesive, the bending angle was insufficient due to the elongation of the angle wire, scratches were found on the operation part, scratches were found on the right/left (r/l) plate, scratches were found on the nigiri cover, scratches were found on the light guide (lg) connector, scratches were noted on the lg cover glass surface, scratches were found on the video connector case, and the label on the video connector had peeled off. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the tip of the visera laparo-thoraco videoscope was perforated. Upon inspection of the customer¿s returned device it was observed, the rubber of the device had fallen off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the bending section cover fell off due to external factors or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.